Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 342 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to performed high pressure test to confirm the device can detect occlusion. The customer was advised that we would send replacement quick set.